Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit was reviewed for the past 6 months (05/16/2015 to 11/12/2015) and trending was not exceeded. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter exhibited an odor. The reason for return of the catalytic converter was confirmed. The assignable cause of the haze/mist/vapor issue is the catalytic converter. The field service engineer replaced this part and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 11/13/2015.

Event description:
A customer reported an event of a "haze" emitting from the sterrad nx sterilizer when it is running. No odor is detected. There was no report of injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury. (B)(4) from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00567 and 2084725-2015-00568.